Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report he was receiving adjust belt messages. Support requested the pt to download to review data. The pt was unable to download due to the constant check belt alarms. The pt was provided with a replacement belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause of the adjust belt messages and check belt alarms was due to an open connection within the distribution node. The open connection was caused by a separated brown wire from the te3 pad within the distribution node. The root cause of the separated wire has not been determined, but may have been caused by excessive force. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.